Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The result of the DHR review showed that there was no abnormality in manufacturing, concession and variation. The legal manufacturer was unable to determine the root cause. The lm reported that the most probable causes for the reported event are as follows: since the phenomenon was not reproduced in facility, it is assumed that the phenomenon occurred due to a temporary effect on the lamps and the lamp control mechanisms due to the operating conditions of the device, etc. In addition, the facility¿s biomed observed an e102 message with a clv-190. The biomed stated inquired about what the error message meant. The technical assistance center (tac) informed the biomed that per the technical documentation on the light source and processor this has to do with temperature sensing in the light source and it increased enough to create this error. The circuit was working properly because now the unit is working fine without the error reoccurring. Evidently the temperature somehow increased and now it is fine. Tac requested that the biomed make sure that the lamp was not at 500 hours and was informed that the lamp is routinely monitor for this. Tac also requested that the biomed make sure nothing was blocking any of the ventilation on the unit or possibly dust. Although using logic if it was a dust issue the error would more than likely continue to occur. The biomed reported that the unit will be inspected and monitored to ensure proper function. The facility¿s biomed followed up to report the unit is functioning as intended and the error has not reoccurred.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus performed troubleshooting and advised the customer about the error being related to a temperature sensing in the light source issue. Troubleshooting revealed that the circuit was working correctly and was operating without any recurring errors. The reporter was advised how to check the device for elements that may result in temperature related issues. The reporter understood that something may have temporarily caused the error code but since it could not be reproduced during troubleshooting no further activity was required. The reporter requested to have the complaint closed. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the clv-190 displays a error code e102 message. The reporter stated this occurred during preparation for use so there was no patient involvement. No additional information was provided.